Event description:
Additional information received from the healthcare provider for a clinical study, via a manufacturing representative, reported the neurostimulator had been replaced and the outcome was unknown at the time of the report. The neurostimulator was returned for analysis.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies; the neurostimulator battery was low, noting normal battery depletion. Final functional test failed, but battery was not in a new condition. Other insignificant anomalies included setscrew backed out too far and a scratched can.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative and the consumer, reported nerve pain in leg on the same side as the neurostimulator. Cause remained unknown and the event did not resolve at the time of the report. It was clarified that increasing settings did not cause stimulation or paresthesia in the leg. The patient was going to receive surgery for the nerve in her leg as well as a replacement due to normal battery depletion. The urogynecologist did not feel the two issues were related and the representative did not believe the nerve issue was related to the device. It was later reported that the patient had a gradual loss of efficacy over a 3 month period. Reprogramming attempts, impedance tests, and x-rays were performed. The settings were increased but an increase in stimulation was not perceived by the patient. The battery longevity was estimated to be at 0-6 months based on current program. Cause and outcome remained unknown. Clinical event was ongoing, so additional information would be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.